Manufacturer narrative:
The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) upgraded the software to the current revision. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator had a blank screen. Although requested, it is unknown if the incident occurred during patient use.